Manufacturer narrative:
This report is associated with (B)(4), biotene mouth spray.

Event description:
Got to his biotene dry mouth oral spray and sprayed it on her mouth [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and accidental drug intake by child. On an unknown date, the outcome of the accidental device ingestion by a child and accidental drug intake by child were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to biotene mouth spray (savannah). Additional details, the adverse event information was received on 18 july 2016. The consumer reported that accidental exposure to product by child as he stated that his (B)(6) daughter got to his biotene dry mouth oral spray and sprayed it on her mouth. Advised consumer to call his pediatrician and also poison control.